Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while priming the insulin cartridge on the fill tubing screen, the user observed insulin leaking from the cartridge, and the device initially registered 58 units before the leak was identified; after replacing the cartridge and confirming drops at approximately 20 units, insulin delivery was resumed. Symptoms included hyperglycemia with a reported blood glucose of 260 mg/dl and thirst. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and collection of lot information with replacement of the cartridge. Investigation of this case revealed a leaking cartridge consistent with a device component failure of the cartridge assembly that led to interrupted or inadequate insulin delivery and transient hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a cartridge leak consistent with a component malfunction.